Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that the patient presented to the emergency room experiencing extreme pain and discomfort due to receiving multiple inappropriate shocks. The right ventricular lead exhibited low impedance measurements and low sensing values. It was discovered that the lead had dislodged. The patient was discharged in stable condition. The patient was seen on (B)(6) 2018 and no anomalies were noted.